Manufacturer narrative:
(B)(4). A batch record review was performed. No non-conformance report (ncr) related to complaint issue were initiated for complaint order during production. The batch record review resulted in discrepancy which was investigated via non-conformance within tw version 8.3 ¿stop flow between patient and chamber of unometer product¿. The investigation concludes the likely root cause for the issue ¿stop flow between patient and chamber of unometer product¿ cannot be identified on the base of information received. No corrective action (ca) is required at the moment. Video was reviewed and no new information was found. No samples and pictures were received. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The nurse reported a stop flow issue when using an unometer 500 device, on an ICU post-op patient with low urine output. It was reported that urine was being stopped in the entrance of the tubing into the chamber (right where there is the anti-kinking spiral) and in the foley catheter, right before getting into the kombikon connector. It was further reported that it looks like there is some vacuum pressure that does not let the nrv to open. The nurse reported that to allow urine to flow, they opened the system by disconnecting the foley and then all the urine flowed down directly. It was also reported that another option they do sometimes is to ¿milk¿ the tubing, but when using this method, ¿some of the urine falls to the chamber but not as much as with opening the system.¿ the device was kept in place. Disconnecting the foley resolves the urine present in the tubing, but the issue returns each time the foley is re-connected. There was no reported patient harm. A video depicting the reported issue was provided.